Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the evaluation is complete. An evaluation is in-process.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, abbott field service evaluation, a search for similar complaints, and a review of labeling. An abbott field service engineer (fse) completed troubleshooting of the instrument. This involved a part replacement per normal troubleshooting procedures, which resolved the issue. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency and no malfunction of the architect i1000sr analyzer, ln 01l86, was identified.

Event description:
The customer observed falsely elevated troponin results for one patient while using the architect i1000sr analyzer. The customer provided the following results for one patient (cut-off: >0.030) tested on (B)(6) 2014. The physician questioned the initial results: sample 1 (draw time 11:10) = 0.027, retests 0.031, 0.029 0.029, 0.026; sample 2 (draw time 13:38) = 0.034, retests 0.027, 0.033, 0.022, 0.023; sample 3 (draw time 15:52) = 0.027, retests 0.22, 0.023, 0.023, 0.021. There was no adverse impact to patient management reported.